Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose over 400 mg/dl and the insulin pump has been alarming no delivery. It was stated that the infusion set has been changed 5 times because the tubing connector is kinking. It was stated that the tubing is discolored and twisted. It was stated that the alarm was resolved by a complete infusion set and reservoir change. The reservoir would be replaced and returned for analysis.